Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received unexpected restart and a cold reset was performed alarm during the basal and after replaced the battery he was received unexpected restart and a cold reset was performed alarm. The customer¿s blood glucose was unknown. Customer reported that the insulin pump had received multiple insulin pump error in the past event. Customer stated that the performed self test and the test was passed without alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.